Event description:
Material no.: 930815, batch no.: unknown.

Manufacturer narrative:
Pr (B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).